Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The hi-lo motor was returned for evaluation; however, it was unable to be tested, so the complaint of the motor drifting could not be verified. The underlying cause of the complaint issue could not be determined after reviewing the documentation in this investigation.

Event description:
The hilo motor is drifting down after being raised.